Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that after surgeon unraveled the suture on the inserter, it was noticed that the flexible inserter from the anchor had broken off distally. The surgeon pulled back on the inserter and drill guide to pull the broken implant out but a piece of the anchor inserter broke off. With the help of x-ray, the surgeon was able to retrieve the floating piece in the capsule. The surgeon was not able to retrieve the piece of metal from the inserter that was implanted into the bone, so the surgeon was able to bur down flat with the bone.

Event description:
It was reported that after surgeon unraveled the suture on the inserter; it was noticed that the flexible inserter from the anchor had broken off distally. The surgeon pulled back on the inserter and drill guide to pull the broken implant out but a piece of the anchor inserter broke off. With the help of x-ray, the surgeon was able to retrieve the floating piece in the capsule. The surgeon was not able to retrieve the piece of metal from the inserter that was implanted into the bone, so the surgeon was able to bur down flat with the bone.

Manufacturer narrative:
It was confirmed that the device was discarded and will not be returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip breaking probable root cause: process - inserter and/or guide manufactured out of specification - inserter deployment mechanism not assembled to specification - debris left in/on the device during manufacturing application - excessive force impacting anchor the reported failure mode will be monitored for future reoccurrence.